Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead were oversensing myopotentials which led to greater than 2 seconds of asystole. A boston scientific crm technical services consultant discussed bringing the patient into the clinic and performing isometrics. All lead measurements were normal. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Approximately one year later, this device was explanted and returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection of the device header noted minor scratches on the case. There was a hole noted in the df-, lv-, and lv+ seal plugs, however, the location of these seal plugs would have no impact on the clinical observation. All other seal plugs were intact and all set screws operated normally. The device recorded a non-sustained episode on (B)(6), 2009 where noise inhibited pacing. The noise was on the rv and shock channels. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.